Manufacturer narrative:
As reported, a 7f exoseal vascular closure device (vcd) could not be deployed. Upon removal, it was noted that the plug fell out of the exoseal vcd shaft. The deployment button was fully pressed and flush with the handle, however after removal, the plug had not detached from the exoseal. Manual pressure was applied for hemostasis. No patient injury was reported. The procedure was performed retrograde. The physician is certified in using exoseal. No device or package damage was noted prior to use. The brand, model, and french size of the introducer sheath are unknown. Angiography confirmed femoral artery suitability, including a 30 45° insertion angle. The artery diameter was =5 mm, with no significant calcification, plaque, stent, or >50% stenosis. No pre-existing hematoma, av fistula, or pseudoaneurysm was noted. The exoseal vcd was used in an interventional procedure. The device was used with a non-cordis sheath. The device was stored and prepped according to the instructions for use (IFU). Regarding the puncture femoral site, the target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to this procedure. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1¿2 seconds after depressing the deployment button. One non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation and the indicator wire was found retracted. An 8f cordis avanti catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white and red position. During this visual analysis, a kink on the delivery shaft 3.0 cm from the distal tip was observed. The functional deployment simulation evaluation could not be performed, as the unit was received fully deployed. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. Dimensional analysis was conducted on a portion of the delivery shaft near the affected area to verify the outer diameter. The results of the dimensional analysis were found to be within specification. The reported event of ¿plug inaccurate placement¿ was not observed through analysis of the returned device and due to the nature of the complaint since patient related events cannot be duplicate in the lab. A kink was observed on the delivery shaft of the unit, which may have led to the reported event. The guard was locked, and no anomalies were noted to the internal mechanism. The cause of the reported issue could not be determined. Additionally, it was noted during the analysis that the device was received inserted into an 8f sheath. As reported in the product description within the IFU, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a 7f exoseal vascular closure device (vcd) could not be deployed. Upon removal, it was noted that the plug fell out of the exoseal vcd shaft. The deployment button was fully pressed and flush with the handle, however after removal, the plug had not detached from the exoseal. Manual pressure was applied for hemostasis. No patient injury was reported. The procedure was performed retrograde. The physician is certified in using exoseal. No device or package damage was noted prior to use. The brand, model, and french size of the introducer sheath are unknown. Angiography confirmed femoral artery suitability, including a 30¿45° insertion angle. The artery diameter was to 5 mm, with no significant calcification, plaque, stent, or >50% stenosis. No pre-existing hematoma, av fistula, or pseudoaneurysm was noted. The exoseal vcd was used in an interventional procedure. The device was used with a non-cordis sheath. The device was stored and prepped according to the instructions for use (IFU). Regarding the puncture femoral site, the target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to this procedure. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1¿2 seconds after depressing the deployment button. The device is being returned.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a 7f exoseal vascular closure device (vcd) could not be deployed. The deployment button was fully pressed and flush with the handle, however after removal, the plug had not detached from the exoseal. Manual pressure was applied for hemostasis. No patient injury was reported. The procedure was performed retrograde. The physician is certified in using exoseal. No device or package damage was noted prior to use. The brand, model, and french size of the introducer sheath are unknown. Angiography confirmed femoral artery suitability, including a 30¿45° insertion angle. The artery diameter was =5 mm, with no significant calcification, plaque, stent, or >50% stenosis. No pre-existing hematoma, av fistula, or pseudoaneurysm was noted. Additional information was requested but not provided. The device is being returned.